Manufacturer narrative:
In-house accuracy test: test date: donor 3 ((B)(6) 2009); donor 4 ((B)(6) 2009). Returned meter: (B)(4). In-house meter: (B)(4). Returned strip ln: 210827pa. Comparative sys: sysmex 560; 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No product deficiency was established. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 4.4; reference: 3.3; mean: 3.85; confidence limits: 2.3-5.7. Date: (B)(6) 2009; inratio: 4.9; reference: 3.6; mean: 4.25; confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Product deficiency not established. No further action required. On going trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 4.4; lab: 3.3. Date: (B)(6) 2009; inratio: 4.9; lab: 3.6. Pt target range is 2.5-3.5. His inr was stable for over a year in his target range. Recently, the readings is much higher (4.4 and 4.9) on inratio but lab results still in his range.